Event description:
A surgeon reported a pt with poor near and distance vision following intraocular lens (iol) implant surgery. The pt was also seen by a retinal specialist who reported no retinal pathology. The surgeon stated that the pt is likely having trouble with binocular summation and strongly recommended to the pt to have iol implantation in the fellow eye. The pt was given a prescription for glasses. In a f/u, the surgeon reported that the pt is seeing better with bcva 20/30.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 06/05/2009, 06/09/2009, and 06/19/2009 by phone, fax, and mail. A completed questionaire has not been received. Add'l info was received from medical records and by phone. Report was mailed to the FDA on: 07/02/2009.